Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. They compared the emitter functionality with a known working emitter and was not able to duplicate the problem of the tracking window not seeing the patient tracker. The demonstrated to the neuro nurse and they agreed all is working properly. The software logs were uploaded to the case and are under investigation at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that at the start of the case the site could not get the patient tracker to consistently track. The site would manipulator the emitter connector and could get the tracker to momentarily track. Unknown if there was metal in the operating field. The site decided to aborted navigation causing less than an hour delay in the procedure. No impact on patient outcome. Update from the manufacturer representative stating that when they were on site they could initially replicate the issue. They were unable to track 2 separate patient trackers. Then got a different emitter and interface box and the issue was resolved. They tried every combination between all 4 hardware pieces (2 emitters and 2 interface boxes) and could not replicate now.

Manufacturer narrative:
The software logs were reviewed but provided insufficient information to determine root cause of the reported behavior. Logs indicate the navigation software version: 1.2.0-20 with first session starting: wed, (B)(6) 2019 - 07:09:20 am, within a shuntem procedure, there were multiple indications that the emitter device experienced coil current and noise issues which could be caused by metal within in the field. Metal within the field may reduce the volume in which the tracker can accurately navigate. Logs show that the user disconnected and reconnected the tools to different ports which did not resolve the issue. If information is provided in the future, a supplemental report will be issued.